Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Patient was on hospice for acute on chronic heart failure and was not doing well. At that time, the ICD was to be deactivated but patient had expired before it could be performed. There were four alerts observed on a merlin transmission, hv lead impedance (hvli) out of range, a possible high voltage circuit damage, at least one shock unsuccessful, and atp therapy unsuccessful. The hv impedance was low and shocks were aborted due to the impedance. Additionally, a vf episode was recorded that was lead noise causing inhibition of pacing and an inappropriate shock. The hvli trend showed a sharp drop in all vectors. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.